Event description:
It was reported that shaft break occurred. Access was obtained via right femoral artery with an unspecified sheath. The target lesion was located in the left common iliac artery. A 8.0x40x135 cm express ld iliac / biliary stent delivery system (sds) was selected to treat the lesion. The stent was successfully deployed in the target lesion. Upon removal of the sds, the balloon of the sds got caught at the bifurcation of the deployed stent and the previously implanted unspecified stent in the right common iliac artery. The shaft of the sds broke. The broken catheter was able to be snared and successfully removed from the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).